Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 42530006702, tibia, lot # 64102955, 42522100412, articular surface, lot # 63811402, 00587806535, patella, lot # 6425270. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00527, 3007963827 - 2020 - 00043.

Event description:
It was reported that approximately 2 months post implantation, the patient was experiencing stiffness and consequently underwent a manipulation under anesthesia with injection of the right knee. Approximately 2 weeks post manipulation, the patient's swelling had reportedly resolved. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, g4, g7, h2, h3, h6 the reported event was able to be confirmed by review of the provided medical records. During the one-month post op visit, pain, swelling, and stiffness were reported. Thus, a manipulation under anesthesia was performed with injection of marcaine and depomedrol to the right knee. Review of the device history records did not identify any deviations or anomalies during manufacturing related to the reported event. Review of the instructions for use of the persona knee system identified that pain, stiffness, and limited range of motion are potential known adverse effects of the tka. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.